Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.

Event description:
It was reported that during a da vinci-assisted liver resection surgical procedure, the 8mm harmonic ace instrument had the tip broken. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: customer stated the portion that was damaged on the deice was the jaw as it was broken. A portion of the device was detached from the instrument. No fragments fell into the patient.